Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited oversensing of ventricular lead noise. No changes or intervention were reported. The patient condition was not known.